Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found dust on the spectrophotometer filter assembly. The filter assembly was cleaned. The instrument was tested without further problem and returned to service.